Manufacturer narrative:
Batch review performed on 19-may-2025. Lot 2427726: (B)(4) items manufactured and released on 18-dec-2024. Expiration date: 2029-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 lot. 2426797 (k170452) lot 2426797: (B)(4) items manufactured and released on 27-jan-2025. Expiration date: 2030-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 2 weeks from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner and glenosphere. The surgery was completed successfully.